Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, an error 307 occurred. The customer decided to convert the procedure to open surgery. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the procedure was converted to open surgery because of the error 307 issue. There were no intra-operative complications reported. The surgeon did not believe there was a specific complication or intervention performed in response. The patient tolerated the conversion to open surgery. Troubleshooting was performed with isi technical support, including rebooting the system, but the issue was not resolved. The system was inspected prior to use and there were no issues noted during setup. The issue occurred after approximately half an hour of the procedure. The patient did not experience any post-operative complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was able to reproduce the customer reported issue. The fse reseated the left master tool manipulator (mtm) and the error was resolved. The fse rebooted the system several times and the error did not reoccur. The system was tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted. Investigation confirmed an error 307 on the system.